Manufacturer narrative:
(B)(4). Results of investigation: vyaire medical was not able to verify the customers reported issue during testing and evaluation. The ventilator was tested with a known good ac adapter and a known good patient circuit connected. The ventilator passed 128 hours of extended tests at the customer's settings. The ventilator passed troubleshooting final test, which includes many alarm and ventilation functions.

Event description:
It was reported to vyaire medical that the volumes were higher than expected. There was no report of any patient involvement associated with this reported event.